Event description:
It was reported that, some hours after an ablation procedure, using a celsius 4mm b curve catheter, the patient presented diplopia and was referred to the neurology department. The procedure, to treat wolff parkinson white syndrome (wpw), did not present any issues or problems. A brain magnetic resonance imaging (MRI) scan was performed, and no micro embolisms were found. After performing several exams, no significant pathological findings were noticed. A protuberance ischemia lesion was diagnosed after the wpw ablation procedure. The cause of the event was not clarified. Upon request, additional information was provided stating that the patient needed 3 additional hospitalization days. The patient condition improved after the prolonged hospitalization. The issue is possibly procedure-related and/or possibly device-related according to the physician¿s opinion.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).